Event description:
During a case when they connected the cassette to the machine, it showed an error and leaked. They repositioned the cassette in the machine and tried again and it did the same thing. They got another device and connected it and it worked fine. There was no patient injury, as this happened before the case started. Note: this is the second faulty hta. See scanned pages.